Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the cover was missing from headlight. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the cover was missing from the headlight. We decided to report the issue in abundance of caution as any parts falling off into the sterile field or during procedure may cause contamination. After inspection, on 3rd august, 2022, the technician provided information there was no issue with the light lenses and there were no missing particles. However, as it was stated by the technician, the ambient light sensor was incorrectly mounted into the inside of cupola. Based on the additional input from the getinge technician it was possible to determine that the issue investigated herein is not safety nor risk related, as there was no indication of missing parts, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. The affected device was inspected and returned to use. The faulty silicone ambiant light kit (ard368335998) was replaced by the technician. It was established that when the event occurred, the surgical light did not meet its specification, since the cracked led component inside the cover could be considered as a technical deficiency. The issue investigated herein is not safety nor risk related, therefore, the device did not contribute to the adverse event. The provided information does not indicate if upon the issue occurrence, the device was or was not being used for patient treatment. When reviewing customer product complaints for this type of issues we were able to establish that the incidents regarding cracked components inside cupola are occurring at a low ratio on powerled and hled surgical lights. A root cause analysis was performed by subject matter expert at manufacturing site. As stated, the problem investigated herein regarded the cupola which has the clear underside, however, based on photographic evidence provided there are some parts inside that are loose. Additionally, it was also discovered by the getinge technician that ambient light sensor is dislodged. According to the subject matter expert¿s evaluation, the probable reason of this malfunction is user error, since the information provided by the technician suggest possible impact where force was used to assemble the ambient light sensor into the light head. It is suspected that someone other than qualified getinge technician performed such an assembly. We believe that currently and overall, the related devices are performing correctly in the market with regards to the issue investigated herein. Given the circumstances, getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 15th june, 2022 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the cover was missing from headlight. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 15th june, 2022 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the cover was missing from headlight. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. However after inspection the technician provide information there was no issue with light lenses and there were no missing particles. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing parts, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
On 15th june, 2022 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the cover was missing from headlight. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. However after inspection the technician provide information there was no issue with light lenses and there were no missing particles. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing parts, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.